Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm during priming. Customer's blood glucose was 199 mg/dl. During troubleshooting with plunger, customer pushed insulin and it did not exit. Customer changed infusion set and reservoir and insulin exited with infusion set change.